Manufacturer narrative:
This foreign report is being submitted on 16-feb-2017 for a device product that is considered same/similar to a us marketed device (reach j&j floss waxed 55yd). This closes out the report unless additional significant information is received.

Event description:
This spontaneous report was received on 03-feb-2017 from a pharmacist reporting on a consumer (age and gender unspecified) from (B)(6). On an unspecified date, the consumer started using dentotape waxed floss slim 50m, (route dental, lot number 0715d, expiration date, frequency and indication unspecified). After an unspecified duration, the consumer noticed that the plastic lid attached to the cutting device, had broken after the second time of usage. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states of america.

Manufacturer narrative:
This foreign report is being submitted on 04-apr-2017 for a device product that is considered same/similar to a us marketed device (reach j and j floss waxed 55 yd). This closes out the report unless additional significant information is received.

Event description:
This spontaneous report was received on 03-feb-2017 from a pharmacist reporting on a consumer (age and gender unspecified) from sweden. On an unspecified date, the consumer started using dentotape waxed floss slim 50 m, (route dental, lot number 0715d, expiration date, frequency and indication unspecified). After an unspecified duration, the consumer noticed that the plastic lid attached to the cutting device, had broken after the second time of usage. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states of america. Additional information was received on 21-mar-2017. A review of complaint data revealed no unfavorable trends for the reported lot number. The analysis for this product and complaint category would be managed through monthly trending process. Visual inspection was performed on the retained samples and all results met specification. Device history records were reviewed and no deviations or non-conformances were noted. The complaint investigation was closed with a disposition of undetermined. Complaint trends would continue to be monitored. This report remains a reportable malfunction case in the united states of america.